Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was not able to squeeze the handle while the device is being applied to the stomach. The unit was not able to fire and there was a poor staple formation. They reloaded the two components, swapped out handle and tried again. It all worked. Another device was used to complete the case. No patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.